Event description:
Several reboots at ics infinity central station. This time it apparently turned off and on by itself.

Manufacturer narrative:
The motherboard or the cpu of the device is being returned to the MFR. As soon as the device is received, investigation will start and results and corrective action will be communicated to FDA.